Event description:
The customer reported low suction and an unspecified breast infection while using the pump in style breast pump.

Manufacturer narrative:
A replacement pump in style breast pump was sent to the customer. Clinical staff attempted to contact the customer, but were unsuccessful. In her initial contact with customer service, the customer had stated that she had accessed medical attention and received antibiotic therapy and a topical medication from her health care provider. Without further input from customer or report of ongoing symptoms, this issue is resolved by the customer's action to access medical care. The customer service representative's action to replace the product and info sent by clinician to prevent recurrent infection. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.